Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this rv lead was damaged during right atrial (ra) lead explant. As a result, the rv lead was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device return status, but it was unable to be obtained. Correction to h6: device code "use of a device problem/a23" was added. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this right ventricular (rv) lead was damaged during right atrial (ra) lead explant. As a result, the rv lead was also explanted and replaced. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this rv lead was damaged during right atrial (ra) lead explant. As a result, the rv lead was also explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unspecified reason. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this rv lead was damaged during right atrial (ra) lead explant. As a result, the rv lead was also explanted and replaced. No additional adverse patient effects were reported.